Event description:
Beginning in (B)(6) were the severe uterine cramps (so severe I would double over). The last week of (B)(6), my eyes began to have a skin reaction. I ended up going to urgent care in (B)(6), following the hsg test with eye irritation and skin itching. I have since been to my family doctor and an allergist. I was not previously allergic to the materials I currently am and still have the pain, chronic fatigue and have begun allergy shots. Patch testing shows allergies to several materials in the coils. (B)(4). Update on (B)(6) 201421: lot # 30-257-dk, expiration june 1, 2015. Have since been to my ob/gyn and will be having a hysterectomy and fallopian tubes removed (B)(6). I continue to have debilitating cramps, allergy issues and chronic fatigue. Also wanting to note that both placement and hsg testing were done while under no anesthesia resulting in extreme discomfort and pain during both procedures.

Event description:
(B)(4). Lot # 30-257-dk, expiration june 1, 2015. Have since been to my ob/gyn and will be having a hysterectomy and fallopian tubes removed (B)(6). I continue to have debilitating cramps, allergy issues and chronic fatigue. Also wanting to note that both placement and hsg testing were done while under no anesthesia resulting in extreme discomfort and pain during both procedures.